Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from (B)(6)2019 - (B)(6) 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked "near the needle connecting location". This was identified during use of the device. There was no patient involvement. No additional information is available.